Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The stm replaced the front end board to correct the issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use on a patient, the ECG connector for the cardiosave intra-aortic balloon pump (iabp) would not seat correctly into the port. It was noted that no damage was visible and the cable locks in place when connected to another iabp unit. There was no patient involved; thus, no adverse event reported.